Event description:
It was reported: "complaint submitted via medwatch from 3500a: upon removal of old peripherally inserted central catheter (PICC) dressing to apply new one, sloughing of the skin was observed at the site of the biopatch. Area cleansed and new dressing applied without biopatch. 'Pice' line redressed due to uncertainty of what caused the sloughing. Area cleansed with betadine and alcohol, silvasorb gel placed at insertion site instead of biopatch by nurse." Additional information has been requested from the facility. No product for return." Ref. MFR # 2648988-2013-00022.